Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing related cause for this event. Labeling review: IFU dw5159-01 states in section 8 " potential adverse events which may be associated with a peripheral balloon dilatation procedure lists rupture as a potential adverse event. Section 5.4 device use/ procedure precautions states: predilatation with uncoated pta catheter is required prior to use of lutonix catheter always advance and retrieve the lutonix catheter under negative pressure. Whenever possible, the lutonix catheter should be the final treatment of the vessel, however post dilatation is allowed with another pta catheter or the previously used lutonix catheter. Section 12.6 use of lutonix catheter step 4 states: while the balloon is fully deflated and under negative pressure, advance the dcb through the introducer sheath and over the wire to the site. Section 3 states the safety and effectiveness of lutonix catheter have not been established for treatment in cerebral, carotid, coronary or renal vasculature. Investigation summary: the sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. (Expiry date: 09/2020).

Event description:
It was reported that during an angioplasty procedure, the drug coated balloon allegedly ruptured at 7atm. It was further reported that another balloon was used to complete the procedure. There was no reported patient injury.